Event description:
The customer reported via phone call that the insulin pump had a crack and pieces missing on the screw mechanism. Customer's blood glucose was 100 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest,a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit was programed with test mini link and glucose sensor simulator. The sensor feature working properly. No lost sensor alarms noted. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. Unit received with broken reservoir tube lip and belt clip slot. Unit received with minor scratched lcd window.